Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A1: patient identifier unknown / not provided. G4: additional PMA/510(k) number ¿ k011028/k013227. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while placing the implant at tooth location #14, the implant transfer piece broke off into the implant. Another implant was placed to complete the procedure.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. Zimvie did not receive the reported implant for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review and risk management file (rmf). Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number 1271558. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1271558 for similar events and one (1) other complaint was identified. Per the applicable IFU, implant and abutment fractures can occur when applied loads exceed the normal functional design tolerances of the implant components. Based on the investigation and risk management file review, the most likely root cause determined from the investigation is incorrect technique used during placement / excessive torque. Therefore, based on the available information, device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.